Manufacturer narrative:
Information was received form a distributor who is not required to complete form 3500a. This report will be amended when our investigation is completed.

Event description:
It is reported that the device was implanted in 2000. Approx 7.5 years post-op, the pt complained of pain. An x-ray revealed osteolysis around the screws securing the baseplate to the tibia. The device was revised in 2007, where wear was noted.